Event description:
A coronary angiogram revealed intima proliferation surrounding the implanted bare metal stent in the right coronary artery 3 (rca #3). The pressurewire certus was selected to assess the lesion and verify the necessity of retreatment of the stenosis. Using a 5f access, a pressurewire certus was inserted through a coronary artery angiogram (cag) catheter (seiha medikit jr3.5) and a y connector (goodman okay), into the stenosis. However, the pressurewire certus was unable to cross through the right coronary artery 2 (rca #2) due to the severe angulation throughout the rca. The tip of the pressurewire certus was reshaped twice and was unable to cross the rca #2. When the pressurewire certus was rotated at the angulation using the torque device, it broke off approximately 3 centimeters (cm) from the tip (distal to the censor). The detached portion was observed on the angiogram. Percutaneously, with a microcatheter and an asahi (B)(4), the fragment was successfully retrieved.